Manufacturer narrative:
Additional information indicates the patient passed away. There were no allegations against device functionality related to the patient expiring. Records indicate this lead remained implanted. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented with asystole approximately 10 days post a coronary by-pass procedure. There were no surface strips available from the time the patient was asystolic. Review of strips recorded during the time CPR was administered showed possible loss of ventricular capture. Threshold measurements were tested numerous time with good results and a proper safety margin was programmed. The patient was admitted to the intensive care unit. Boston scientific technical services (ts) discussed that the CPR performed could possibly effect sensing.